Event description:
According to the reporter, they had a bravo capsule which failed to detach from the delivery device and when the device was removed from the patient the capsule came with it and fell off the device outside of the patient. The customer stated they did everything as they usually do and the physician was very experienced in the procedure. There was no harm to the patient and it is not stated if the defective device will be returned for investigation.